Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of over 300mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient was hospitalized due to ¿the pump not delivering insulin¿ and having a high blood glucose. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2018 with the following findings: a review of the black box showed a replace cartridge alarm, and a no cartridge detected alarm with deliveries never resumed. The last bolus delivery was a 7 unit normal bolus. No alarms were found in the alarm history on the date of the complaint. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The force sensor measured within specifications. The pump cover was removed to find no force sensor defects. No alarms or delivery interruptions occurred during the testing. The alleged issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.